Event description:
Technician reports card would not read, during a check of the card on the laser system, on a non surgery day. No patients were involved and no surgeries were impacted. Card was returned. A replacement card was sent, which worked as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).